Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. In addition of the above evaluation, the m series pollen filter, exhaust fan assembly, 43-micron filter were replaced due to maintenance procedure, detachable battery and internal battery were replaced due to service error code and the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. In addition of the above evaluation, the m series pollen filter, exhaust fan assembly, 43-micron filter were replaced due to maintenance procedure, detachable battery and internal battery were replaced due to service error code and the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The power management board was returned to the manufacturer's product investigation laboratory for additional testing. During the additional testing, no malfunction of the power management board was observed. The component was placed on the multifunction test station and the component passed all power source testing. The batteries showed successful charging. The technician was unable to duplicate the service required alarm condition alleged by the customer. It was determined that the power management board performed to manufacturer's specifications. The component was scrapped per the manufacturer's policy.